Manufacturer narrative:
Device evaluation: one used decontaminated device was received in plastic bag without its original packaging. Under visual inspection the sample appeared to be in good condition. The inflation test that occurs after manufacturing was repeated on the received sample, and it was found that it was not possible to inflate cuff, as it leaks. The source of leak was identified to be tear in cuff due to manufacturing. A device history record (DHR) review showed there were no observations recorded during manufacturing with this lot of products. Corrective actions have been taken including initiation of quality alert, training of whole production, replacement of gauges and equipment with sharp edges by blunt versions, warning in manufacturing procedure and establishing better organization on affected workplace.

Event description:
It was reported that pre-use testing before surgery revealed air leakage in the balloon. No patient involvement has been reported.

Manufacturer narrative:
Other text: g5: is blank, catalog number is not sold in the us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.